Event description:
It was reported that during tibial plateau leveling osteotomy (tplo) surgery, it was observed that the quick coupling for k-wires device was not gripping size 2.7 pins. The reporter stated that it grips all other sizes but this size. There were no delays in the planned surgical procedure. The surgery was completed successfully with a spare identical device. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient¿s post-operative condition was reported as good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The jaws that hold the wire were found to be worn and needed to be replaced. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.